Event description:
It was reported by the patient that they experienced swelling and "a problem" with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.